Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head video connector piece was missing (where it connects to the processor). The reported issue was found during preparation for use prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Event description:
It was reported the camera head video connector piece was missing (where it connects to the processor). The reported issue was found during preparation for use prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Updated fields: d10; h2; h3; h4; h6; h10 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, found rust dust inside the charge coupled device (ccd). A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the most probable cause was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.